Event description:
A cryoablation procedure was performed on (B)(6) 2015. On the following day, the patient had cerebral infarction. The patient is recovering although his hands remained paralysed slightly. The physician considered that the patient would recover soon because the site of cerebral infarction was small. Device 2 of 3, reference MFR report: 3002648230-2015-00080 and 3007798852-2015-00006.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.